Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the middle and base of the blade. One blade edges were indented. The blade indentation did not cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors instrument slid off. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the damage was on the mcs tip cover accessory, section #3. No damage was seen; it was thrown out. No broken area seen. An image was attached showing thermal damage.